Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system, including an ipg and a surgical lead, on (B)(6) 2009. The patient allegedly presented to the facility reporting that while driving home, he suddenly felt overstimulation and muscle spasms throughout his body. The overstimulation would occur in increments varying from 30 seconds to 3 minutes, even when the scs therapies were disabled. In addition, the patient reportedly feels overstimulation when he establishes telemetry between the patient programmer and the ipg. Eventually, no telemetry could be established with the implanted ipg. An x-ray of the scs system failed to show any lead migration or pull-out. Intra-operative testing of the scs system confirmed no electrical or visual anomalies with the patient's lead. As a result, the ipg was explanted and replaced. No further patient complications were reported as a result of this event.